Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unspecified number of colony forming units (cfus) of unspecified bacteria in the ch tube (channel tube) that exceeded the standards. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the user culture test results, the device evaluation, legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lm's final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: biopsy channel, cfu: unknown, bacterial identification: unknown. The device was evaluated and an instrument channel tube leakage was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed and a root cause could not be determined. It is highly possible that reprocessing was conducted insufficiently due to a leakage of the device. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.